Event description:
It was reported that during a pocket revision the physician noted secretion indicative of an infection. The right atrial and additional pace/sense right ventricular lead were explanted. The device remains implanted at this time with an rv lead as a single chamber ICD.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.